Manufacturer narrative:
(B)(4). This is a report where the patient line was stepped on, which led to the line falling to the floor and leaking from the end. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line had fallen to the floor and leaked from the end during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. During troubleshooting, it was reported that the patient had stepped on the patient line. The technical services representative reviewed proper procedures with the patient. The patient had already completed therapy and performed a manual drain. There was no patient injury or medical intervention reported. No additional information is available.